Manufacturer narrative:
Trackwise ID 2242352. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the 7mm extended length endoscope wasn¿t functioning (broken). It was discovered in pre-op. The procedure was delayed because the other scope was not sterilized.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. H3 other text : device not returned.

Event description:
N/a.